Event description:
Guidewire broke during a procedure and a portion of it is still inside the patient. The facility will be filing a medwatch report. They are sending back the partial guidewire for evaluation. Oct-27-06, spoke with the charge nurse at st.john's hospital regarding this incident. She confirmed that the product was a 24bx. I asked her whether the piece of the guidewire was still inside the patient and she said that the doctor was going to put in a stent, but that when the guidewire broke, he changed his mind and left the piece inside the patient. She did not know if there was any more intervention to remove the piece or if the piece had been removed. I could not find out any other information from her regarding a lot# or so#. Nov/15/06: spoke with the reporter, looking for status of product return for evaluation. I also asked if she could find out more information on the recovery of the broken piece left in the patient. If they were planning on removing it or if it already has been removed.

Manufacturer narrative:
Acmi has made multiple attempts to obtain the subject device for further evaluation, to date without success. Hospital has not provided updated information on whether further intervention was performed to retrieve the broken tip. This report is being filed on the presumption that further intervention would likely be performed. Should the device be made available to acmi for evaluation, a follow up report will be provided to the agency.